Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.

Event description:
Received info regarding a cartridge alarm during basal delivery. There was no reported impact on customer's blood glucose level. The customer was able to load a new cartridge and resume insulin delivery.